Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per complaint details, a patient underwent patella resurfacing surgery on (B)(6) 2024 along with insert exchanged per protocol after an unknown length of time in-vivo. It was communicated that the patient medical history is unavailable and no clinical documentation has been provided as of the date of this medical investigation. Based on the limited information provided, contributing clinical factors cannot be concluded. However, patella resurfacing post total knee arthroplasty is a common practice, most often due to disease progression following a primary total knee arthroplasty procedure without patellar component implantation, and does not represent a component malperformance. The current health status of the patient remains unknown. Reported patient impact is the patella resurfacing and poly exchange per protocol (likely prophylactic, as it is common practice to replace insert any time the knee is opened). A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use document for knee systems provides complete guidelines of indications, contraindications, warnings and precautions and possible adverse effects that may occur preoperative, during surgery or post operative. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. No details of the alleged fault, malfunction or injury were provided, therefore no factors that can contribute can be delineated. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Additional information: d5, d7a, d8, g2, h8 corrected data: e1 (initial reporter name and address).

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that, after a tka performed on an unknown date, the patient required a patella resurfacing surgery on (B)(6) 2024. During this procedure, one (1) gii c/r art ins sz 3-4 9mm was exchanged as per protocol. The current health status of the patient is unknown.